Event description:
Reporter was inserting a double lumen PICC insertion using 14 gauge 1 1/4" catheter over 15 gauge needle to gain access to left ac cephalic vein. Positive blood return. Upon retrieval and spitting of otn catheter, handles broke off with remaining 1 inch catheter left in vein. Attempt made to retrieve catheter without success. Procedure aborted. Guaze pressure dressing applied. Tourniquet left to left upper extremity. Radiologist and physician consulted. Surgical cut down required for removal.